Event description:
It was reported by the patient's partner that the "old device slipped out of pocket and got tangled". The implantable cardioverter defibrillator (ICD) was explanted and replaced. Additional information obtained from the clinician reported the procedure was performed due to the patient's complaint of pain and that the patient felt the device had moved location. It was noted there was a loss of subcutaneous fat in the pocket area. During the procedure the device was found to be located in the correct position and there was no twisting or tangling observed. The device was replaced with a device that was conditional use for a magnetic resonance imaging scan and a pocket revision was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.